Event description:
This supplemental report is being filled to include device explant information.

Event description:
It was reported that this patient has a possible infection and is currently being treated with antibiotics. The system is still in service. No additional adverse events were reported.